Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Additional information was received from the physician stating that the lens had to be removed since it could not be fully inserted because of posterior pressure. The lens was difficult to position related to significant shallowing of the anterior chamber . The patient began coughing in an uncontrolled fashion, and complained of eye pain. The posterior capsule was noted to be torn,and the implanted lens was cut in half and removed. An anterior vitrectomy was started, but then discontinued as patient complained of significant pain. The patient was given toradol and narcotic pain reliever. There was evidence of choroidal hemorrhage and the patient was treated with diamox 500mg IV,and 20 g of mannitol intravenously. No further manipulation of the wound was performed for fear of expulsion of the intraocular contents. Vitreous at the wound was removed with jweck cells and scissors. The patient was treated with antibiotic, non-steroidal anti-inflammatory and prednisolone acetate drops. The patient was reported to be stable. The physician attributed the choroidal hemorrhage to patient being an elderly and vasculopathic and smoker. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was removed from the left eye and replaced within the same procedure due to the patient having a choroidal hemorrhage. There was no vitrectomy performed and the incision was not enlarged. A new zcb0000300 lens was implanted. No further information was provided.